Manufacturer narrative:
An event of difficult to advance through patient anatomy and device damaged by another device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the reported difficult to advance through patient anatomy appears to be related to patient conditions and procedural conditions. The reported device damaged by another device was related to the delivery system got caught on the peripheral stents and the stent attached to the distal part of delivery system. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Prior to the introduction of the delivery system, there was bad vessel access. A rotablator was used, and stents and covered stents were implanted before the introduction of the delivery system. The pre-dilatation was performed without issue. The 18f dryseal introducer sheath could not be fully introduced. When the delivery system was introduced, there was resistance just below the bifurcation. The delivery system was able to pass with some force applied, and the stent attached to the distal part of the delivery system. When delivering the valve, the proximal part of the stent frame did not expand at all. One of the implanted iliac stents had fastened onto the delivery system, restricting the expansion. The full assembly was retracted to the descending aorta, where the delivery system could be removed. The stent was still on the valve. A guidewire was advanced from above, allowing a balloon to crack the peripheral stent and expand the valve stent frame. A second covered stent was implanted close to the bifurcation. A second 25mm navitor vision valve was implanted using another flexnav delivery system without any issues. The patient became non-responsive, and neurological evaluation was normal. The cause of the non-responsiveness was determined to be due to heavy calcified common femoral artery at the access site. The patient had a minor stroke. Closure was difficult, as 5 prostyle closure devices were used without success due to cuff miss. No delay due to use of prostyle closure devices. A non-abbott closure device was used instead to close the vessel access, which also occluded the femoral artery. The occlusion of the femoral artery was corrected surgically before the patient left the lab. The procedure was prolonged, and the patient is expected to make a full recovery.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Prior to the introduction of the delivery system, there was bad vessel access. A rotablator was used, and stents and covered stents were implanted before the introduction of the delivery system. The pre-dilatation was performed without issue. The 18f dryseal introducer sheath could not be fully introduced. When the delivery system was introduced, there was resistance just below the bifurcation. The delivery system was able to pass with some force applied. When delivering the valve, the proximal part of the stent frame did not expand. One of the implanted iliac stents had fastened onto the delivery system, restricting the expansion. The full assembly was retracted to the descending aorta, where the delivery system could be removed. The stent was still on the valve. A guidewire was advanced from above, allowing a balloon to crack the peripheral stent and expand the valve stent frame. A second covered stent was implanted close to the bifurcation. A second 25mm navitor vision valve was implanted using another flexnav delivery system without any issues. The patient became non-responsive, and neurological evaluation was normal. The cause of the non-responsiveness was determined to be due to heavy calcified common femoral artery at the access site. Closure was difficult, as 5 prostyle closure devices were used without success due to cuff miss. No delay due to use of prostyle closure devices. A non-abbott closure device was used instead to close the vessel access, which also occluded the femoral artery. The occlusion of the femoral artery was corrected surgically before the patient left the lab. The procedure was prolonged, and the patient is expected to make a full recovery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.